Manufacturer narrative:
Additional information was received from the patient noting symptoms were first noticed 2-3 months ago and is unable to perform daily activities at the moment. Patient had neither history of macula generation nor other issues prior to receiving implant. It was also noted that patient did not have any complications during surgery. No additional information provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A male patient reported that a symfony intraocular lens (iol) was implanted in his right eye (od) in (B)(6) 2017. In (B)(6) 2018 a vitrectomy was performed and surgical repair of 3 retinal tears in the same eye occurred. Reportedly, his vision has deteriorated. When he focuses on an object such as text, he sees a small and thick-walled circular area that is semi-transparent but grey, surrounding a circular area in the very center of focus that appears to be white. He can read the characters in the grey portion, but those in the central white portion are severely blurred, illegible and shaded grey. No additional information was provided.